Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead had compression damage approximately 20 cm from the stimulation end. However, the device passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with a trial lead on (B)(6) 2010. Intraoperative testing of the lead showed normal impedance readings and stimulation was achieved for the pt. However, following the procedure, it was reported that the pt's lead impedance readings were high on all contacts. Attempts to recapture effective stimulation the next day through reprogramming were unsuccessful. A lead fracture was suspected. In addition, the pt was said to be experiencing excessive back pain at the lead incision site, and his trial lead was subsequently removed on (B)(6) 2010. The explanted device was returned to the MFR on (B)(6) 2010.